Manufacturer narrative:
Updated data: b5. Additional codes. Corrected data: b1. B2. Outcome attributed to adverse event removed h1. Type of reportable event corrected to malfunction additional codes. F12 corrected to f26. F23 removed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated that since the nose cone of the dcs was slightly inside the valve from the lower edge of the valve, the upper edge of the valve was expanded to 22 mm to avoid hitting the nose cone. After withdrawing the dcs, the 25 mm non-medtronic (edwards) balloon was used since the expansion was still insufficient. Additionally, the patient had aortic calcification which contributed to the infold. A procedural delay occurred as a result.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 25 millimeter (mm) balloon. It was observed that aortic regurgitation (ar) occurred during the bav, so the valve was placed quickly to address the ar. At 80% deployment, it was observed that poor expansion of the valve occurred. Rotation angiography was performed, which revealed that significant infolding did not occur, and the valve was subsequently placed despite the poor expansion. Following full deployment, an infold was obseved. The nosecone of the delivery catheter system (dcs) was unable to be removed due to the poor expansion, and a new left ventricle wire was introduced. A bav was performed with a 22 mm to successfully resolve the infolding. A subsequent post-implant bav was performed with a 25 mm balloon.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number (B)(6); product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} product ID {l-evolutfx-34}; product lot/serial number (B)(6); product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} updated data: h11. Lot numbers added to concomitant products. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.